Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a valvuloplasty procedure. Reportedly, the plunger was removed and no sutures were present. Three additional proglide devices were used with the same results. A 6f sheath was placed. The sheath was upsized to 8f, 12f and 14f. The valvuloplasty procedure was completed. The patient had a very large hematoma at the access site. A non-abbott device was used to treat the hematoma and to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.